Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material no.: 50-7510 batch no.: 0001376048. It was reported that pleurx leaked from tubing. Per patient. Tube coming out of chest started leaking. He tried another bottle and that one was fine. He has discarded the product. 11dec2020: spoke to patient's wife, darlene. She reported that just after releasing the clamp to begin flow, fluid was dripping at the connection between her husbands catheter and the drainage line. She verified the access tip properly clicked when connecting. There was no visible damage observed on the catheter or the drainage line. They connected a second bottle and completed drain without issue. No patient harm. No sample. No leakage has occurred during any additional drainages since the initial incident. Product is ordered through better living now. Called and left message to issue replacement.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 50-7510 batch no.: 0001376048. It was reported that pleurx leaked from tubing. Per patient. Tube coming out of chest started leaking. He tried another bottle and that one was fine. He has discarded the product. 11dec2020: spoke to patient's wife, (B)(6). She reported that just after releasing the clamp to begin flow, fluid was dripping at the connection between her husbands catheter and the drainage line. She verified the access tip properly clicked when connecting. There was no visible damage observed on the catheter or the drainage line. They connected a second bottle and completed drain without issue. No patient harm. No sample. No leakage has occurred during any additional drainages since the initial incident. Product is ordered through better living now. Called and left message to issue replacement.